Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure accuracy failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a proximal pressure accuracy failure occurred. It was stated that the unit failed initial testing and powered off when the proximal line was removed. The unit displayed a proximal pressure accuracy failure error on the display. The biomed stated they removed the unit from service and requested onsite service. A philips authorized service provider (asp) replaced the motor controller (mc) printed circuit board assembly (pcba) and blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.